Event description:
A report was received stating the tracheal tube appeared to be "out of shape". In addition, the reporter stated the tube was difficult to remove from the patient following the procedure. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). No defect detected. The reported defect could not be detected on the returned sample. The tube body consists of a flexible stainless steel hose with a soft plastic segment at the distal end. The most probable root cause of this issue is the end user altered the shape of the tubing during use.

Manufacturer narrative:
(B)(4).